Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl) with ketones. The contact stated that high bg level might have been related to a customer sickness and that the customer was going through puberty. The customer's healthcare provider advised the contact to disconnect the customer from the pump and revert to using insulin injections to manage diabetes.. As the contact did not have the pump at the time tandem technical support was telephoned, a pump system check was unable to be performed.